Event description:
Reportedly, a dot sometimes appears on the screen of the tablet, which blocks the screen and the only ways to turn off the programmer are to press p1+p2 or to remove the battery.

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024).- upon reception, the subject smarttouch tablet was tested, and the reported behavior was not reproduced: no dot could be observed on the screen and no other anomaly was noted, despite several reboots and interrogations. - as the reported behavior could not be reproduced, the root-cause remains unknown. - the tablet will follow the repair workflow and will be sent back to the field.